Event description:
It was reported that this anchor kit packaging was noted not to be sealed. Because the sterility of the product was in question, this product was not used and was planned to be returned for analysis. No patient involvement was reported.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). This product was inspected upon receipt. Visual examination confirmed one end of the sterile pouch was not sealed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of quality control deficiency.